Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; cause was not known. Reportedly, the customer received normal third party assistance and consumed carbohydrates to address bg level. Customer was educated by cts regarding diabetes management.